Event description:
The nurse states that the physician loaded the cylinder onto the endoscope with the trip wire attached. Once the endoscope was down the patient's esophagus and onto a varix, the physician pulled on the trip wire. The trip wire pulled through the cylinder clip and the cylinder fell into the esophagus wiwthout discharging the band. The physician retreived the cylinder without patient consequence using biopsy forceps.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.